Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a dp procedure, the tissue pad was detached off outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.